Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger was not charging in the dock for the past few months, maybe 3 months. The patient said they placed recharger in the dock and no lights came on. The patient confirmed they tried other outlets and that all connections were secure. The patient said there was no green light coming from the dock next to the charging port. The patient confirmed this was the original equipment that was issued at implant in 2021. The agent suggested replacing the recharger and dock. Shipping information was confirmed and a request was sent to repair for replacement. Additional information was received from the patient on 2026-jan-20. The patient called back stating they received replacement wr and requested assistance pairing new wr. Patient stated they are having trouble getting it to function as patient stated they think they missed a step setting up the new wr. Patient stated they tried to use the wr right away and did not realize they were supposed to pair the wr with the handset. Patient stated they charged their implant, but have not been able to pair wr with the handset. Patient reported wr powers on, then powers off when patient pressed power button. Patient reported getting recharger not found when attempted to pair wr with handset initially on the call. Patient attempted to power on recharger quickly when recharger powered off, but reported continued getting recharger not found. Patient pressed switch recharger and scanned wr serial number, and then quickly turned wr back on every time wr powered off when trying to connect. Patient then stated seeing recharger inactive, and when patient powered back on wr again, confirmed successfully paired wr with handset. Patient confirmed charging implant with good connection, implant battery at 10%, therapy off. Agent recommended patient continue charging implant and reviewed how to turn therapy on once implant is charged. Reviewed general use of communicator and micro my therapy app. Patient stated sometimes they lose connection when trying to charge, but confirmed they were successfully charging at call closure. Patient may call back if needing assistance with turning therapy back on once implant is charged. Agent had a difficult time following/hearing patient throughout call and made best attempt to collect all relevant event information.

Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID cd9000 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: product type multiple therapy product; product ID wr9220 (B)(6) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.